Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with the button pressed or test strips inserted and as a result, the customer could not obtain blood glucose readings. The customer was taken to a hospital where they were hospitalized due to covid-19 (unrelated to the use of an adc device) and was provided antibiotics via IV. It was further reported that the customer's glucose was high (unspecified reading) and was administered an insulin injection (type/dose unknown) for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with the button pressed or test strips inserted and as a result, the customer could not obtain blood glucose readings. The customer was taken to a hospital where they were hospitalized due to covid-19 (unrelated to the use of an adc device) and was provided antibiotics via IV. It was further reported that the customer's glucose was high (unspecified reading) and was administered an insulin injection (type/dose unknown) for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.